Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site name: (B)(6).

Event description:
It was reported that during use discovered by the customer the cardiosave intra-aortic balloon pump (iabp) touchscreen is not responding well. The desired location will not respond. No health problems have occured.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tried to operate it, but the screen was slow to respond. The fse confirmed that the problem could be reproduced in the hospital. Since the touch screen and video generator boards were replaced during the previous repair, the fse replaced the executive processor board parts. After the replacement, we checked the touch response and the touch response while operating continuously. The fse confirmed that it responded normally. After that, the fse carried out an inspection based on the inspection record sheet. The operation check result was good.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a